Event description:
The patient underwent placement of an equistream hemodialysis catheter for the purpose of hemodialysis. Post the procedure, on (B)(6) 2026, it was noted there was a kink at the clamping site. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of a clinician holding the red luer extension leg of a dialysis catheter. Deformation is visible on the blue luer extension legs near the clamp, and the blue clamp appears to be in the unlocked position. Therefore, the investigation is confirmed for reported deformation issue for one device. However, investigation remains inconclusive for remaining devices as no evidence has been provided to confirm the issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent placement of an equistream hemodialysis catheter for the purpose of hemodialysis. Post the procedure, on (B)(6) 2026, it was noted there was a kink at the clamping site. There was no reported patient injury.